Event description:
It was reported that the pump battery was depleting too quickly. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed. The customer continued to use the pump for insulin therapy.